Event description:
Had an allergic reaction to dexcom g6 sensor adhesive. This has happened twice with sensors from same lot number. I have also contacted dexcom technical support and reported the issue. The lot number of the sensors was 5270194. I had my sensors placed on my left and right thigh and noticed an itching sensation. After removing the sensors I noticed bad rash. FDA safety report ID# (B)(4).